Event description:
It was reported that the pt was experiencing a tingling sensation for extended periods of time when the stimulation is off. It was also reported she is experiencing pain along the lead wires when the stimulation is on. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.